Event description:
It was reported that the implantable neurostimulator (ins) was placed in june. The patient got into a car accident and the ¿wires got pulled out¿ in october. In december they had the leads replaced. Information regarding patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 977a260, serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 977a260, serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 3778-45, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type lead. Product ID 3778-45, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type lead. (B)(4).